Event description:
It was reported that three different pruitt f3-s shunts blue balloon ruptured while testing it on the sterile field. None of the defected devices were in contact with the patient. No injury was reported to the patient. Note: this is report 1 of 3 related to the first catheter used in the event. Report 1220948-2024-00075 and 1220948-2024-00076 were submitted for the second and third device.

Manufacturer narrative:
We have not received the device for investigation as it was discarded. Hence, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot. Due to reports of similar issues for this product we have opened a corrective and preventive action (CAPA) to further investigate the reported issue. Note: this is report 1 of 3 related to the first catheter used in the event. Report 1220948-2024-00075 and 1220948-2024-00076 were submitted for the second and third device.